Event description:
It was reported that they are getting multiple error codes of l3-021 during a case. They checked the holsters cables, changed cannisters and continued to receive error codes. During troubleshooting they connected their st holster with their demo probe and continued to receive the l3-021 error code and green cable error code during initialization. There was no patient consequence reported, case was completed using the control module and st holster.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the unit was receiving multiple error codes of l3-021, and green cable error code during initialization. The analysis site confirmed the customer complaint and to correct the complaint replaced the vso due to it was causing the unit to have inadequate vacuum regulation that caused the error code l3-021 per the complaint. The green cable error was related to the customers st holster. Per the mammotome service manual, service tests were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection.